Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip.

Event description:
Customer reported that her numbers were ramping up on her insulin pump. She believed her insulin pump was broken. The customer's blood glucose was 104 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info provided.